Event description:
The patient reported that they stopped feeling stimulation and had a return of symptoms. The patient was unsure of the day and month of this issue, but knew it occurred in 2016. During the last healthcare provider (hcp) visit, the manufacturer representative (rep) indicated that the device still had some battery left. The rep reset the device and the patient felt stimulation. Thirty minutes after the appointment, the patient stopped feeling stimulation. It was indicated that the patient had a sudden return of symptoms and "started peeing her pants." It was noted that the patient tried to increase the stimulation and expressed that it hurt and was uncomfortable. There was a hcp follow-up scheduled for (B)(6) 2016. The patient was implanted for urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.